Event description:
It was reported that log files were sent for review and the log files contained a loss of external power event while connected to the mobile power unit (mpu). Low voltage hazard events seen were the result of the mpu suddenly losing power. The system controller appropriately switched to the backup battery when power was lost. The events appeared to resolve once external power was completely restored. No unusual rotor faults, pump temperature, or any other abnormal pump faults were seen in the log files. The pump appeared to maintain the rotor set speed throughout the log file. Based on the data visible in the log file, the mechanical circulatory support (mcs) equipment appeared to have operated as intended electronically and mechanically.

Manufacturer narrative:
Section a: patient information has not yet been provided by the site. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of abnormal alarms while connected to the mobile power unit (mpu) was confirmed via review of the submitted log file. The controller event log file contained information spanning from 15:10 to 16:43 on (B)(6) 2025, per timestamp. Beginning at 15:15:31, the relative state of charge (rsoc) and voltage of both power cables began to simultaneously decrease while the controller was connected to the mobile power unit (mpu). As the rsoc values reached ~0v, a no external power alarm activated at 15:15:35. The backup battery supported the system without issue during the event. The no external power alarm resolved at 15:44:36, when the white power cable was observed to be reconnected to a power module. To date, the mobile power unit (serial number: (B)(6) has not returned to abbott for evaluation. Multiple attempts were made to obtain information regarding the potential cause of the event, but no response was received. The root cause of the reported event cannot be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the mobile power unit (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The abbott heartmate 3 instructions for use with heartmate touch is currently available. Section 3 entitled ¿powering the system¿ addresses how to use the mobile power unit to power the system. Section 7 entitled ¿alarms and troubleshooting¿ describes all alarms which occur on the mobile power unit and system controller. Section 8 entitled ¿equipment storage and care¿ indicates that cleaning and service should be performed only by abbott medical-trained personnel. The user is instructed to not attempt cleaning or repair on their own. No further information was provided. The manufacturer is closing the file on this event.